Event description:
The customer reported that equipment was alarming. Further information was provided that it was a non-invasive blood pressure (nbp) calibration expired alarm.there was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that equipment was alarming. There was no reported patient involvement.